Manufacturer narrative:
Device with inomax dsir@(B)(4). The device investigation was completed on (B)(4) 2015. Evaluation summary: inomax dsir #(B)(4) was returned to the manufacturer for service investigation. Service log review confirms the reported complaint of a failed no (nitric oxide) sensor alarm. The alarm immediately followed a failed low no cell calibration with high point - 985 counts, low point 1532 counts. The service log review also reveals delivery failure alarms with monitored no greater than absolute max of 100 ppm. Elevated low point counts during the calibration are consistent with the misbehaving no cell with the elevated counts possibly contributing to the delivery failures that occurred prior to the failed low calibration. Regional service center (rsc) investigation also experienced the reported complaint of a failed no sensor alarm at boot-up, performed high and low calibrations which cleared the alarm and replaced the no sensor. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was no calibration low counts about maximum. This condition will be tracked and trended under ikaria's quality system. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
Failed no sensor [device issue]. Case description: on (B)(6) 2014, a healthcare professional in the united states spoke with ikaria customer care regarding a failed no (nitric oxide) sensor with inomax dsir# (B)(4). The device was not in use on a patient at the time of the device issue. Disposables were replaced and both a low calibration and a no high calibration were performed; but failure remained. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service evaluation. Investigation results were received on (B)(6) 2015. Case comment: (B)(6) 2015. The device was not in use at the time of device issue and did not result in an adverse event; however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR # 3004531588-2013-00022).